Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2018 - 00006, 0001825034 - 2018 - 00007, 0001825034 - 2018 - 00008. Concomitant medical products: (B)(4), g7 pps ltd acet shell 48c, lot 6046909; (B)(4), g7 neutral e1 liner 32mm c, lot 3433402; (B)(4), echo b-mtrc mp fp so 8, lot 357360; (B)(4), cer bioloxd option hd 32mm, lot 2887353. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was admitted to ER four days post-implantation with redness near incision site. Patient was diagnosed with hematoma and was sent home without change in treatment. Hematoma was reported to be resolved. No further information has been made available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.